Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead helix was stuck at the heart string cords. Upon a forcible pull, the rv lead was disconnected resulting in the rv lead helix being bent. The physician attempted to deploy the rv lead helix but was unsuccessful. The rv lead was removed and replaced on (B)(6) 2023. The patient was stable throughout.